Manufacturer narrative:
The full lead was returned, analyzed and the helix was found to be extrinsically bent. Analysis also indicated an observation with the monolithic controlled release device (mcrd) that contains the steroid. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent and the mcrd was deformed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, the tip could not be extracted. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.